Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging obtaining blood glucose readings of "11.1 mmol/l" with the subject meter and "7.4 mmol/l" on another device, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter passed testing and functioned properly; no faults were found. Pa was unable to reproduce the complaint. The test strips also passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.